Event description:
It was reported that on (B)(6) 2024, the patient underwent a removal surgery after bone-union was achieved. The 2.7 variable angle (va) locking screw could not withstand the torque and its head became stripped. Since the other screws were removed, only the screw in question and plate remained in the body. When the surgeon moved the plate and applied load to the remaining screw in question, the head of the screw broke off and the plate was able to be removed. The shaft part of the screw remained in the body at the surgeon¿s discretion. The surgery was completed successfully completed. The patient status/outcome was reported as stable. This report is for an unknown 2.7mm va locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown 2.7mm va locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.